Event description:
The customer reported via phone call that the insulin pump alarmed button error and would not respond to anything. The customer was attempting to program a bolus for dinner when the alarm occurred. The customer's blood glucose was 309 mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer stated that the insulin pump was not exposed to moisture. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump alarmed during rewind due to motor with high current draw. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was received with minor scratches on lcd window.